Event description:
It was reported that in the itu, the swg kinked while being removed. The user reported that insertion of the cvc into the patient's left internal jugular was performed easily; puncture into the vein was done under ultrasound guidance. The swg threaded easily until approximately the 20cm mark. The swg got kinked during attempted dilation. The kinked section of the swg was withdrawn; not through the dilator or needle. The cvc inserted without resistance; the removal of the swg through the cvc appeared to have caused the swg to loose "stiffness", although the swg remained intact. As a result, the device was removed. There was no delay reported; there was no harm, complication, death, or injury to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).